Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing, which was clinically resolved. However, the lead was explanted and replaced due to decreased sensing.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated but not yet begun.